Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: it was noted during analysis that the device failed its incoming vxi testing and that the unit's upper case was swapped out with one from a troubleshooting device and the failures were rerun and the device then passed. Analysis further noted that the keyboard was damaged, the upper case dented, the lower case contaminated, the side bail covers broken and the ring bent. All found defective parts were replaced to resolve. (B)(4).

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.